Event description:
Upon flushing port with saline, the patient complained of mid-clavicular discomfort. There was no blood return. The patient was sent for a dye study, and the catheter was found to be cracked.we have been working with the manufacturer for a couple of years in addressing the issue we have been having with cracked catheters. We continue to work with our field representative.